Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During treatment of a lesion in the left main artery (lm), the diamondback coronary orbital atherectomy device (oad) stopped spinning. The pump also turned off. The pump was power cycled, but the oad was never reactivated. The oad was stuck in the vessel, but was forcefully removed from the lesion in the lm, and a dissection was then noticed in the mid left anterior descending artery. A pre-planned stent was deployed over the dissection, and the procedure was completed without further complication.